Event description:
Reported to risk manager (B)(6) 2011. Pt was intubated (B)(6) 2011 around 1200 hour for respiratory failure. On (B)(6) 2011 around 2230 the ventilator was being changed out due to an alarm for "no ve given." During the change out the pt became bradycardic and his o2 sats decreased. Physicians were immediately available. Pt became asystolic, was resuscitated for about one minute when the vital signs were restored and o2 sats were 100%. Ventilator was changed out. The pt remains on sedation and on a ventilator in the ICU. The attending physician who was not at the event and the fellow who was, are unsure if the ventilator ent resulted in any damages or if the pt's condition is a result of the disease process.